Manufacturer narrative:
The renasys touch device and power supply ktab160012, used in treatment, was not returned for evaluation. The images supplied clearly show the device displaying the reported error messages. Although we can confirm the customer complaint with those images, we are unable to establish a relationship or determine a root cause. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history for the failure method have been reviewed and similar instances have been found in the previous four years. Further investigation into the reported failure are being conducted to determine if additional actions are required. A review of the device labeling and instructions for use have been reviewed, these provide adequate warnings and information on how to resolve and or prevent the reported alarms. Clinical/medical investigations concluded that the information provided is insufficient to determine whether the patient¿s symptoms, signs or outcome are due to a pre-existing or concurrent medical or surgical condition or procedure, or to an adverse reaction to or experience with the device, one or more of its components, or its intended therapeutic action. A thorough medical assessment cannot be rendered at this time. A risk management review found no further action to be required for each of the failure modes. In parallel we will continue to monitor for any adverse trends relating to this product range. Alarm thresholds are set after thorough testing and we always set them to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently, in this instance therapy will still be delivered. Should the device or additional information be received, this complaint will be reopened and reevaluated.

Manufacturer narrative:
This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that during an evaluation by a new customer the pump alarmed blockage, high vacuum, canister full and leak even though the canister was empty. The wound was located on the lower sacral region, there was undermining and an uneven wound bed. Kerlix gauze and black foam were applied followed by soft port. The wound appeared to have deteriorated, according the tvn looking after the patient. It was not detected that the device was malfunctioning until the patient turned up for the clinical appointment. The therapy unit displayed that the patient only received 24 out of 48 hours of treatment. The wound deterioration was remedied by switching back to vac therapy unit from a different company.